Event description:
It was reported that the patient could not adjust stimulation on the implantable neurostimulator (ins) and that the programmer displayed the "call your doctor" icon and a power on reset condition. Additional information has been requested, a follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
Lead: model 3090-28, lot #v330675, implanted: 2010 (B)(6), explanted: unk. Programmer: model 3037, serial #(B)(4).